Event description:
A family member reported that the pump was extremely hot to the touch on (B)(6) 2011 after receiving a "replace battery" alarm. There was no reported injury as a result of the incident. The family member confirmed that there was no damage to the battery cap or compartment; there was no corrosion on the battery or in the battery compartment; and the battery cap was secure to the pump. She stated that the pump was not exposed to water or moisture. The family member noted that there was a green substance in the cartridge compartment.

Manufacturer narrative:
(B)(4). Device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2011 with the following findings: the battery was not returned with the pump for investigation. There was no activity related to the complaint noted in the pump history. The battery compartment and cap were found to be intact. Evaluation found that the pump powers up properly and the power circuit does not draw excessive current. The pump was exercised for four hours with no evidence of overheating. No defects were found to the power flex, battery connections, and internal components. There were no defects found on investigation; the complaint could not be confirmed or duplicated.

Manufacturer narrative:
(B)(6). The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.